Event description:
The customer reported that the system did not xray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the tube was out of service and replaced the tube. The system operates as intended.